Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
Review of repair log (B)(4). Description of the problem: not working in blend/coag mode. Used cut mode only.

Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR is not available but not expected to provide relevant information for this complaint. The complaint condition was not confirmed. The unit was found to operate to specifications with no deviations. The unit was found to function well. The root cause for this complaint condition is not readily available. It is not clear if the issue was due to end user error, but it is likely some error during the procedure had occurred not related to the device's function. It is possible the pen used during the occurrence may have contributed to the complaint description. Correction and/or corrective action: none. Reason: the unit was not defective and all outputs were well within specifications. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to at this time. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? No.

Event description:
Review of repair log 88750. Description of the problem: not working in blend/coag mode. Used cut mode only.